Event description:
Determined to be reportable based on analysis completed on 08/27/2008. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 2.50x16mm taxus express2 drug eluting stent was unable to cross the lesion. The lesion was highly calcified and tortuous located in an unspecified vessel. There were no patient complications or injuries reported. The patient status is stable. However, device analysis indicates stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the distal edge of the stent was damaged and the stent had moved approximately 3mm distally. The struts on rows one to three from the distal edge were misaligned. There were kinks along the entire length of the hypotube and the tip of the device was flared. The balloon section of the device was visually and microscopically examined, and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subject to any positive pressure. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure performance of the device was limited.